Manufacturer narrative:
The investigation has been completed. The console (ic4232) was sent back for further investigation. The root cause of the crash of epc processes could not be determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a short alarm "unexpected console shutdown", which was resolved by itself. No patient harm reported.